Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged, and the device had vibration and a component damage. It was determined that the labeling was illegible and etching. It was further determined that the device failed pretest for labeling assessment, visual assessment and vibration. It was noted in the service order that during commercial sample warehouse checking, it was discovered that the cover of the device was damaged and deformed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.